Manufacturer narrative:
This is a supplemental report for MFR report # 8010047-2016-00616 to provide additional information. Device manufacturer date was identified and filled. Olympus medical systems corp (omsc) received additional information from sales company of olympus group on may 19, 2016. And it was found that date received by manufacturer in the initial report was incorrect and correct date received by manufacturer was on april 21, 2016. The subject device was returned to omsc for evaluation. As a result of evaluation of omsc on may 19, 2016, omsc confirmed that the ptfe pad of the device was partially peeled. There were contact marks on the surface of the probe and the metal part of the jaw. The manufacturing record was reviewed with no irregularities. This type of ptfe pad damage is most likely related to the operator's technique. Based on the past similar cases, it was known that the ptfe pad was severely worn when the user continued to activate seal & cut mode without contacting tissue (including after the tissue already cut). And there is a possibility that the error occurred since the ptfe pad on the jaw was worn, and consequently the probe contacted with the metal part of the jaw. The instruction manual of the subject device already states; warnings: do not activate output in seal & cut mode while the grasping section is closed without contacting tissue or vessel, or ensuring that tissue is transected. Otherwise, a local increase of the temperature due to a friction between the probe tip and the grasping section may result in various forms of damage in the probe tip and/or the ptfe pad, such as premature wear, breakage, deformation, and/or falling off inside the body cavity and/or partial separating.

Manufacturer narrative:
The subject device in this report has not yet been returned to olympus medical systems corp. (Omsc) for evaluation. The exact cause of the reported event could not be conclusively determined at this time. If additional information becomes available or if the device is returned at a later time, this report will be supplemented.

Event description:
Two tb-0535fc devices were used during an uncertain procedure. Probe damage error occurred when the first device was used. The user continued with the second device. However, error occurred and the ptfe pad of the second device was separated. The procedure was completed with another thunderbeat. There was no patient injury reported. This report is about the second device.